Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device broke at one of the joints near the proximal end of the shaft, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that per email communication the breakage occurred on the last pass of the reamer and no further reaming was required. The broken device was removed from patient in one piece. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device broke at one of the joints near the proximal end of the shaft, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that per email communication the breakage occurred on the last pass of the reamer and no further reaming was required. The broken device was removed from patient in one piece. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Additional information: d8/d9.

Manufacturer narrative:
Complaint: case-(B)(4).

Event description:
It was reported that, a flexible shaft w/cir connector had broken at the proximal end of shaft. Incident occurred during surgery with instruments inside the patient. The procedure was successfully completed without delay using the same device. No other complications were reported.